Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: ovaries/ wire does not appear to be within fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)/miscarriage") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 44-year-old female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 1995, (B)(6) 1991, (B)(6) 2005 and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2005, medroxyprogesterone acetate (provera) since (B)(6) 2015, paracetamol (acetaminophen), paracetamol (tylenol) from 13-mar-2014 to 13-apr-2014 and prednisone from 17-sep-2013 to 17-dec-2013. On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced anaemia ("anemia"). In march 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, depression, anxiety and anaemia outcome was unknown. The reporter considered abortion of ectopic pregnancy, anaemia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, systemic lupus erythematosus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion (B)(6) 2006: hysterosalpingogram - findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Event per pfs: anemia. Concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: ovaries"), menorrhagia ("abnormal bleeding (menorrhagia)"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)/miscarriage") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 44-year-old female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 1995, (B)(6) 1991, (B)(6) 2005) and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, depression and anxiety outcome was unknown. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, systemic lupus erythematosus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. (B)(6) 2006: hysterosalpingogram - findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: ovaries"), menorrhagia ("abnormal bleeding (menorrhagia)"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)/miscarriage") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 44-year-old female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1991, (B)(6) 2005) and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, depression and anxiety outcome was unknown. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, systemic lupus erythematosus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion (B)(6) 2006: hysterosalpingogram - findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. New event added- mental anguish and depression. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: ovaries"), menorrhagia ("abnormal bleeding (menorrhagia)"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a (B)(6) female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and abortion of ectopic pregnancy (seriousness criterion medically significant). On (B)(6) 2015, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, systemic lupus erythematosus and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion (B)(6) 2006: hysterosalpingogram - findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage most recent follow-up information incorporated above includes: on 24-apr-2018: information from pfs and mr: new reporters added. Patient demographics added. Concomitant condition added. New events added: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), pregnancy (ectopic), autoimmune disorder type of disorder: lupus, migration of essure device location of device: ovaries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: ovaries/ wire does not appear to be within fallopian tube'), menorrhagia ('abnormal bleeding (menorrhagia)'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)/miscarriage') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1991, (B)(6) 2005) and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2005, medroxyprogesterone acetate (provera) since (B)(6) 2015, paracetamol (acetaminophen), paracetamol (tylenol) from (B)(6) 2014 and prednisone from (B)(6) 2013. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 10 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), menstrual disorder ("menstrual bleeding") and vitamin d deficiency ("vit d deficiency"). The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, depression, anxiety, anaemia and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, anaemia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, systemic lupus erythematosus, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage; on an unknown date. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : vit d deficiency. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration of the device/ migration of essure device location of device: ovaries/ wire does not appear to be within fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)/miscarriage') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1991, (B)(6) 2005) and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2005, medroxyprogesterone acetate (provera) since (B)(6) 2015, paracetamol (acetaminophen), paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2014 and prednisone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 10 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), menstrual disorder ("menstrual bleeding") and vitamin d deficiency ("vit d deficiency"). The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, device dislocation, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, depression, anxiety, anaemia and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, anaemia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder, systemic lupus erythematosus, uterine perforation, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). The reporter commented: patient received treatment for bleeding, urinary/bladder problems, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events uterine perforation and fallopian tube perforation were added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: ovaries/ wire does not appear to be within fallopian tube'), menorrhagia ('abnormal bleeding (menorrhagia)'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)/miscarriage') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6)1995, (B)(6)1991, (B)(6)2005) and low back pain. Concurrent conditions included connective tissue disorder, menometrorrhagia, anemia and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2005, medroxyprogesterone acetate (provera) since (B)(6)2015, paracetamol (acetaminophen), paracetamol (tylenol) from (B)(6)2014 to (B)(6)2014 and prednisone from (B)(6)2013 to (B)(6)2013. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 10 months after insertion of essure (ess205). On (B)(6)2015, the patient experienced anaemia ("anemia"). In (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), menstrual disorder ("menstrual bleeding") and vitamin d deficiency ("vit d deficiency"). The patient was treated with surgery (ablation endometrial). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, systemic lupus erythematosus, menstrual disorder and vaginal haemorrhage had not resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, depression, anxiety, anaemia and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, anaemia, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, systemic lupus erythematosus, vaginal haemorrhage and vitamin d deficiency to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: results: total bilateral occlusion. Findings: a metallic tube is visualized in the left hemi pelvis but does not appear to be positioned in the fallopian tubes. The uterine cavity is normal in shape, contour and position. The left fallopian tube is patent with contrast spills into the peritoneal cavity. The right fallopian tube is partially filled with questionable spillage. Impression: wire does not appear to be within fallopian tube. Right tube patent with spillage. Left tube partially filled with questionable spillage; on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.